Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert had triggered due to a zero impedance measurement on the right ventricular (rv) lead. It was noted that the patient was having a medical procedure at the time of the issue. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.